Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 11/11/2006; inratio 1.0; lab 2.5; mean 1.75; confidence limits 1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be tested. In-house retains strips lot 060398 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable differnece between the inratio inrs and the mla inr shall be +/-0.5. If the mla inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. The test results of retains strips lot 060398 done on 10/30/2006.based on the test results, retained lot 060398 meets the criteria for strips accuracy.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 11/11/06; inratio 1.0; lab 2.5.